Event description:
A pt underwent a tumor resection on an unk date and a 2.0mm right angle plate was implanted. Post operatively, pt presented with pain and an x-ray taken on an unk date showed the plate had broken. Pt returned to operating room on (B)(6) 2012 for removal of the broken plate and revised to a 2.4mm reconstruction plate. None of the screws were broken.

Manufacturer narrative:
Subject device has been received and is currently in the eval process.